Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a occlusion balloon catheter was used in the ureter during a procedure performed on an unknown date. According to the complainant, during the procedure, an injury was noted at the ureter when the balloon was being inflated. Reportedly, it was suspected that the reason of the injury is the size of the balloon. A stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used in the ureter during a procedure performed on an unknown date. According to the complainant, during the procedure, an injury was noted at the ureter when the balloon was being inflated. Reportedly, it was suspected that the reason of the injury is the size of the balloon. A stent was placed to complete the procedure. There were no patient complications reported as a result of this event.